Manufacturer narrative:
Other, other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. The dso (downstream occlusion sensor) failed calibration and voltage resets at 1mv. Event history log was reviewed and the error was found multiple times. The dso was inoperable and was replaced during repair. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that the downstream occlusion of the smiths medical cadd solis vip pump rested at 0-1mv and caused multiple cassette issues. No patient consequence was reported. No adverse effects were reported.